Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, carousel was disconnected unable to recover. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, carousel was disconnected unable to recover. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the carousel was unable to recover. The technical support specialist (tss) escalated the call to the field service engineer (fse) and handled the after-hours service call and performed troubleshooting over the phone for a quick fix. Following that, a job order was dispatched to the assigned fse. A copy of the service report was attached and confirmed that the issue had been resolved. The system functioned as intended after issue was resolved.